Event description:
The customer reported via phone call that the insulin pump had a reset after programming a bolus. The alarm history has checked and it showed and unexpected restart, external ram error and displayable history check failed on startup alarms a reset and a check settings alarm. Customer's blood glucose was 490 mg/dl. She stated she had not connected the insulin pump at the time and was on manual injections. The customer had programmed the device the day before and received the restart alarm shortly after inserting a new battery. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.